Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics stack. No moisture damage was noted to the motor. The functional testing could not be completed due to the blank display. No cosmetic damage was noted.

Event description:
The customer reported via telephone call that the insulin pump was worn while swimming. The blood glucose reading was 232 mg/dl. Condensation was visible under the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.